Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the physician used an 8 fr. Avanti plus catheter sheath introducer with guidewire and no obturator for the procedure. The report indicated the physician inserted the sheath into the femoral vein and when he went to pull out the dilator it broke apart. The physician then exchanged the csi for another one to complete the procedure successfully. There was no reported patient injury. Inspection of the returned product indicated the cap/hemostasis valve/hub came off/separated and was on the dilator. The product was returned for inspection. One non-sterile 8fr sheath introducer and a non-sterile 8fr vessel dilator were returned for analysis. The retention ring from the cap was received damaged. This damage on the retention ring was not detected by the controls that are in place since the retention ring once the cap is attached is not possible to be inspected. No visual anomalies were found on the vessel dilator. Review of lot 15530498 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The loose cap reported by the customer was confirmed during analysis. The reported event (loose cap) is related to the damage found on the cap retention ring. The cause of the damage on the retention ring is related to the cap to cannula process (the cap is attached to the hub). A risk analysis was initiated to address this issue.

Event description:
The report received from the field indicated that the physician used an 8 fr. Si avanti plus catheter sheath introducer w/guidewire and no obturator for the procedure. The report indicated the physician inserted the sheath into the femoral vein and when he went to pull out the dilator it broke apart. The physician then exchanged the csi for another one to complete the procedure successfully. There was no reported patient injury. Addendum: inspection of the returned product indicated the cap/hemostasis valve/hub came off/separated and was on the dilator.